Manufacturer narrative:
(B)(4). Device labeling (per 410 pivotal trial study): rupture (MRI cohort): 11.3%. Irritation/inflammation: 0%. Pain: 2.7%. Device labeling addresses these events as follows: rupture: "breast implants may rupture when the shell develops a tear or hole. Ruptures may occur at any time after implantation, but are more likely to occur the longer the implant is implanted." Pain: "pain of varying intensity and length of time may occur and persist following breast implant surgery."

Event description:
Lawyer reported on behalf of pt: "leaking breast implant. Shortly after the implantation there occurred pain, especially in the left breast. The left implant showed leakage (rupture), which caused inflammation of the left breast."